Event description:
It was reported that approximately 15 months post implant of a bifurcated device, an infrarenal aortic extension, and a suprarenal aortic extension, the patient presented emergently to the hospital emergency room on approximately (B)(6) 2015 and was symptomatic with abdominal pain. The hospital performed a computed tomography scan (CT) which indicated the patient had an unknown endoleak. The physician elected to correct the endoleak by implanting competitor stent in the right limb. No endoleak was seen after the procedure. The patient remained in the hospital for recovery and was not discharged. On approximately (B)(6) 2015 a different physician was concerned about the patient's short neck and the seal zone being so short that he decided to explant the devices. The patient is reported to be doing good.

Manufacturer narrative:
The device was explanted but was not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation suboptimal imaging studies were available for this review. Product appropriateness could not be fully assessed due to lack of a pre implant CT scan. Factors that might have contributed to this event included: concomitant use of competitor's stents (cautionary product use); the precipitating heavy yard work event that resulted in acute abdominal pain; and, the use of antiplatelet therapy. At index, the right common iliac extension was placed prior to the main body stent. Another competitor's stent was placed in between the two devices. This maneuver is not explicitly against the IFU implant instructions, but might have contributed to the component separation. Sixteen months post implant, there was evidence to support: a type iiia endoleak i36n between the competitor's right common iliac artery and the iliac portion of the main body stent. There was 2-3 mm overlap between the two devices. The secondary procedure was confirmed, although its technical success was questionable due to persistent fabric billowing s/p a competitor's bridge stent across the gap, ending in the bifurcation. During this case, contrast was not observed in the sac before or after the intervention. Notably, there was significant mural thrombus within both the cuff and main body stent (main body occlusion). Five days post the first intervention, medical documentation confirmed an explant and conversion due to an increase in sac size and "unstable proximal fixation". This case will be classified as an unknown endoleak due to the lack of radiological evidence to support a type ia endoleak. The suprarenal stent appeared to be in an infrarenal position which might have indicated a stent migration, but cannot be confirmed without a prior CT or angiogram study. The patient was discharged home on the thirteenth post-operative day, on antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause for the unknown endoleak could not be determined with available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Explanted. Device not returned